Manufacturer narrative:
Product event summary #oarm system unexpectedly froze. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was a software problem. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative, reported that the mvs unexpectedly froze while the rt was trying to take ap/lateral images during the healthcare professional's (hcp's) spinal fusion case. Cameron noted that the rt was moving the system while the system was trying to take an image which could have contributed to system freezing. While moving from ap to lateral the mvs froze, they were able to move the mouse but unable to click anything.